Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing of atrial paced events. There were no adverse patient effects reported as a result of the oversensing, however asystole for greater than 2 seconds was observed. The sensitivity was reprogrammed and the patient will continue to be monitored.